Event description:
A patient reported experiencing inaccurate low results with a one touch basic enhanced meter. The patient's blood glucose results were 3 mg/dl and 75 mg/dl. Tests were done within 10 minutes with a difference of 64%. Patient did not experience an adverse event. Customer may have left out the test strip (the strip gave a reading of 3 mg/dl) outside of the vial for more than 10 minutes before using it. No further information has been reported.